Event description:
Event: renal artery dissection event description: a 66-year-old female underwent a urdn procedure on (B)(6) 2026. Pre-procedural angiogram and ivus identified an ostial abnormality in the right renal artery (rra) suspected to be fibromuscular dysplasia (fmd), a known contraindication of urdn procedure. However, despite this the physician decided to proceed with urdn procedure because as per physician potential benefits outweighed the risks for the patient. Procedure completed without any device malfunction. Post-procedure angiography of rra revealed slow flow, severe vasospasm, and a dissection at the location where no sonication was provided. Nitroglycerine was administered and a stent was subsequently placed in the proximal to mid rra. On 23 jun 2026, same day as the procedure, the events were resolved and the patient was discharged from hospital. According to the treating physician, the fmd-affected segment got worsened probably due to potential deep seating of the medtronic 7f ima guide catheter or manipulation of the paradise catheter which could have led to the dissection.